Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg pocket "popped open". The patient reported he did not have tenderness or oozing at the ipg pocket site. The physician recommended the patient's system be removed to prevent any further complications. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2014 where his entire scs system was removed.